Manufacturer narrative:
The devices subject of the reported event were not returned to steris for evaluation as the user facility had discarded the devices. Without the return and evaluation of the devices, the cause of the event could not be determined. The advance delivery device IFU states, "open and inspect the device for shipping or handling damage. If damage is evident (e.g. Bends, kinks, cracks, misshaped cup), do not use this device and contact your local product specialist. This device is compatible with an endoscope that has an accessory channel of 2.8mm or greater. Prior to clinical use, you should familiarize yourself with the advance® capsule endoscope delivery device. Open the larger poly bag, remove the paper tape restraint from the coiled device, and gently uncoil the catheter assembly. Remove the small capsule cup bag by sliding it over the end of the catheter. Hold the proximal end in one hand and the distal sheath in the opposite hand and drape in a "u" shape. Open and close the finger rings on the handle two (2) times to make sure it moves smoothly." Steris has offered in-service training on the proper use and operation of the advance delivery device and is awaiting a response from the user facility. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that two of their advance delivery devices did not deploy. It is unknown if the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the advance delivery device; however, the user facility declined. No additional issues have been reported.